Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: "pss", levels: l2/4 it was reported that on an unknown date, post-op, both sides of l2 screws (6.5×50) fractured. Revision surgery was performed for this. Patient's issue was reported to be unresolved. The screws were disposed at the hospital. No fragments of the products remained inside the patient.